Manufacturer narrative:
Philips service reloaded the software and planned hdd replacement on the x-ray pc. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the x-ray pc intermittently failed to start due to software instability on an azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.